Event description:
It was reported the pump was explanted. The reason for explant was "non effective baclofen pump." A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter. (B)(4), analysis of the pump found no anomaly. A motor stall recovery was discovered in the logs, which indicated that in the pump's life there was at one time a motor stall and then recovery. Nothing significant was found that may have caused the motor stall.

Event description:
Additional information received reported that the cause of event was "poor response to treatment." The event was attributed to drug effects and the issue was 'severe dystonia." It was unknown if the patient was hospitalized due to the event. The patient was "now treated with deep brain stimulation." The patient outcome was noted as no injury. The pump was being used to deliver lioresal.

Manufacturer narrative:
(B)(4).